Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a power (battery life w/ moisture) issue. The distributor reported that a battery that had been provided to the user by the clinic, was placed into the battery compartment and leaked fluid from the battery into the battery compartment. The pump emitted a low battery alarm. The battery was removed from the battery compartment and was described to be " a mess". The battery compartment was dried and new battery placed into the compartment. The pump would not power on using new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: on examination, the battery compartment was found to be cracked both above and below the bumper pad and at the threads on the side of the pump. There was visible moisture corrosion in the battery compartment. A leak test was performed revealing a moisture leak at the battery compartment cracks. Investigation duplicated the moisture complaint. On investigation, the pump was unable to power on and was completely unresponsive due to the moisture damage. As a result, product analysis was unable to investigate for the allegation of short battery life. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).